Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a re-intervention occurred. The target lesion was located in the left anterior descending artery. The reference vessel diameter was 2.5mm and the lesion length was 15mm. Pre-procedure was 90% stenosis and post-procedure was 0% residual stenosis. A 2.5x16mm liberte stent was implanted. A non bsc balloon dilatation catheter was used. No attempt made for direct stenting. The procedure was documented as a technical success. 5 days after initial treatment, the patient underwent reptca due to anginal status. No details about procedure provided. The patient was discharged 4 days later with type iiic unstable angina. Discharge medications included asa 100 mg/day indefinitely, clopidogrel 75 mg/day for 12 months, heparin therapy and iia iiib agents.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Product unavailable for analysis.